Event description:
A ventilator was returned to the MFR for service. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an alarm sounded and the ventilator stopped working. The device's system board was replaced to address the issue.